Event description:
The patient initially underwent a transforaminal posterior lumbar interbody fusion (tlif) using the matrix spine system at l2-l5 disk levels on an unknown date. The reason for the revision was a matrix locking cap had come completely off and was lying beside the tulip head screw position at left level l2-l3. There was also non-union at this site. During the revision, the implants removed from original construct were: two unknown matrix rods, eight locking caps, and one tulip head screw at the l2-l3 position on left side level. This screw was replaced with a new tulip head screw. The surgeon extended the previous fusion hardware to include t-10 thru s-1 construct with longer rods, new locking caps, and new additional screws. It was observed during surgery that the patient had unknown competitors interbody placed at l1-l2 level that was left in place. Items that have been deemed reportable on this complaint are: four locking caps, four polyaxial screws and two unknown rods. No other issues were reported with previous hardware and surgery was completed successfully. This report is 6 of 9 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was suspected that there was a delayed healing. There was no reported delay in the procedure. The removed devices were not broken.

Manufacturer narrative:
Additional product code for this report includes; mnh, mni, kwq and kwp. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.